Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a rash, redness, dry skin, and a scar under the sensor patch. The patient had itching sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2023, the patient consulted a health care provider who prescribed bactrim one tablet (unspecified dosage) two times per day for 10 days for the reaction. At the time of the report, the acute phase of the wound had already healed, but there was still visible scarring in the area. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).